Manufacturer narrative:
Multiple attempts were made to obtain patient weight manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mpu was confirmed via the log file downloaded from the returned controller (serial number: (B)(4)). The downloaded log file contained approximately 13.5 days of data ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamp). The log file captured low voltage hazard alarms due to a temporary loss of power while connected to the mpu on (B)(6) 2019 from 20:39:37 to 20:39:40. The alarms were resolved when power from the mpu was restored. The backup battery supplied power to the system without issue during the loss of external power. The driveline was disconnected on (B)(6) 2019 at 21:00:44 and both power cables were disconnected approximately 1 minute later to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit while the driveline was connected. The mpu was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including the serial number of the mpu, if the mpu will be returned for evaluation, if the cause of the loss of power was determined, and if the patient has a locking ac power cord); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a no external power alarm was observed while the lvad was connected to the mpu.